Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "enlarged axillary lymph nodes, silicone-laden lymph nodes¿ and ¿concerned about baca.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "enlarged axillary lymph nodes, silicone-laden lymph nodes¿ and ¿concerned about baca.¿ this record is for the right side. Manufacturer of the device is unknown. Device remains implanted.